Event description:
The customer stated that she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 352 mg/dl. The customer stated that she treated her blood glucose with manual injections, but the blood glucose levels remained high. The customer stated that her doctor wanted the insulin pump replaced. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.